Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a suction break at 67% into the treatment of the right eye. A second patient interface was used to completed the procedure with no patient harm. No additional information available.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of log files for the day of treatment shows three system tests for vacuum, energy, and ablation were executed by the user without any problems. The log file review shows one treatment was aborted after a warning message displayed during bed cut. The message indicates the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, so the vacuum pumps stopped and the treatment was aborted. The treatment was restarted and finished without any problems. All the other treatments on that day were finished successfully without interruption or any problems. There was no malfunction with the system could be identified. The root cause for the reported event is user handling. The user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, so the vacuum pumps stopped and the treatment was aborted. The manufacturer internal reference number is: (B)(4).